Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to possible allergy with implantable product materials. Reportedly, the implantable leads have nickel alloy parts. The health care professional (hcp) referred the patient to the dermatologist for allergy testing. Subsequently, the patient experienced discomfort and pain. Furthermore, the patient undergone an implant removal due to allergic reaction. No additional adverse patient effects were reported. The rv lead remains implanted.